Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The device history record for the iabp involved in the event was been reviewed; no non-conformances were noted during the manufacturing process. We are following up with the hospital for additional details related to the pt and event. A supplemental medwatch report will be submitted when new information becomes available.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a pt, after approximately 30 minutes of therapy, the iabp shutdown with no alarms. The shutdown occurred as the iabp was being lifted into an ambulance for pt transfer. The clinical staff unsuccessfully attempted to restore power by connecting the iabp to an ambulance inverter. The customer reported that the pt subsequently expired; we are following up for additional information, including the date and time of the pt's death. The customer stated that they are unsure if the pt death is attributed to the iabp.